Event description:
During a knee arthroscopy procedure, the fms solo and day tubing were being used. The tubing was set up prior to the patient entering the room. When the case was started and tubing was hooked up to the field, the pump did not sense the pressure difference and continually ran, pushing fluid into the knee. This was noticed and flow was stopped. Tubing replaced and worked to correct parameters for the case with no injury to patient. The priming of this pump tubing requires that: the pressure sensor be attached finger tight to the pressure sensor port; press the power on/standby button on the front of the console; press the run/stop button on the front of the console; press the fill chamber button on the front of the console. This needs to be pressed a few times to fill the chamber to a level above the indicator window. If the fill chamber button was pressed repeatedly before the run/stop button was pressed, it will cause the fluid to be pumped to equal the amount of times that the fill chamber button was pressed when the run/stop button is finally pressed. If this was done, and the chamber was filled to the desired level, and then the run/stop button was pressed again to stop the flow, and then pressed again to start the flow at the beginning of the procedure, then the pump would flow to catch up to the activated fill chamber cycles. It is believed this may have happened in this case.